Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl. The customer¿s blood glucose level was 407 mg/dl at the time of incident. The current blood glucose level was 401 mg/dl. The other relevant blood glucose level was 380 mg/dl to 385mg/dl. The customer experienced symptoms such as just lethargic. The customer treated with bolus and manual injection. Troubleshooting was performed. The product will be returned for analysis.